Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Unable to download unit to care link pro due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they did not get low alarms. The customer's blood glucose was unknown. The product was returned for analysis.